Event description:
Event was reported to caldera medical by an attorney. The patient experienced large mesh erosion, stage two recurrent prolapsed, voiding dysfunction, pelvic floor weakness, urogenital atrophy and dyspareunia. No further information has been provided.